Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump was received with a cracked case on lcd display window corners, cracked battery tube threads, and scratched lcd window noted during visual inspection. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 7.8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.